Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. 627301) inserted for female sterilisation. The patient's past medical history included endometriosis, ovarian cyst and amenorrhea. Concurrent conditions included menses irregular. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: fallopian tubes appear to be successfully. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. 627301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, ovarian cyst, amenorrhea, cervical dysplasia, gravida ii and parity 2. Previously administered products included for an unreported indication: nuvaring and synthroid. Concurrent conditions included menses irregular. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin). In (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (she had surgery to remove the essure implant.). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, weight increased and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion ((B)(6) 2006, (B)(6) 2008 )and pregnancy( live birth- (B)(6) 2008). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: fallopian tubes appear to he successfully. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), fatigue, weight gain were added. New reporter, height, treatment, concomitant and historical medication, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. 627301) inserted for female sterilisation. The patient's past medical history included endometriosis, ovarian cyst and amenorrhea. Concurrent conditions included menses irregular. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: fallopian tubes appear to he successfully. Most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received. Lot number received. Patient's medical history, laboratory data was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.